Event description:
Testing performed by the manufacturer on the softclix plus lancet system returned by customer found that the lancet does not retract, but protrudes beyond the cap after firing. No adverse event was reported by the customer. The problem was first discovered at the manufacturer's domestic evaluation site. Replacement product was sent.